Event description:
It was reported than an x-ray confirmed the patient¿s leads had moved from t7 to the top of t9. As a result of the migration the patient reported a loss of effective therapy and bladder incontinence. It was reported the patient underwent reprogramming on 2015 (B)(6); however, it was unknown if the new programming had resolved the patient¿s symptoms. No intervention or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).